Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that no image was displayed due to poor contact caused by damage to the connector (such as dents on the electrical contacts). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd camera head was found with a note indicating ¿not working, no further information¿. The event reportedly occurred in the operating room but it was not reported if it was during a procedure. The device was returned and during the device evaluation the following reportable malfunction was found: there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed as there was no image. The evaluation found that there was no image due to a bad connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.